Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope had a broken component. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the broken components might have been due to the effect of a large mechanical force caused by an impact or fall, and because of the residues of the drying ring that had been deposited in the ocular, a clear image could not be produced. External damage, which could have been the cause of the defect, was not detected during the inspection. However, the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: d9.